Manufacturer narrative:
The investigation determined that the identified local hardware issue (clogged reagent probe) caused the event. The customer has not reported any other issues after the service. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number is 91699201, with an expiration date of 31-jul-2027. The field service engineer inspected the module and determined that the reagent probe, clogged with a small piece of plastic, caused the event. He cleaned the reagent probes, replaced and adjusted the sample probe and spring, checked the rinse levels and tubings, and performed air purges and mechanism checks. He verified the module and assay's performance with calibration, qc, and precision tests. The investigation is ongoing.

Event description:
The initial reporter received questionable magnesium assay results for 12 patient samples tested on the cobas 6000 c501 module. The following are examples of patient samples with questionable results from the list provided: patient sample 1 the initial result from the module was 1.0 mg/dl. The repeat result from another c 501 module was 1.7 mg/dl. Patient sample 2 the initial result from the module was 1.0 mg/dl. The repeat result from another module was 1.6 mg/dl. Patient sample 3 the initial result from the module was 1.2 mg/dl. The repeat result from another module was 1.9 mg/dl. Patient sample 4 the initial result from the module was 1.3 mg/dl. The repeat result from another module was 2.0 mg/dl. Patient sample 5 the initial result from the module was 1.5 mg/dl. The repeat result from another module was 2.3 mg/dl. The reporter noted multiple critical assay results, prompting the rerun. The repeat results were deemed correct.